Event description:
While using treadmill for cardia/pulmonary rehab, patient states she secured the safety clip and admits to setting the speed too high, inadvertently. While grabbing the handle to keep from falling, patient actually increased the speed, causing her to fall and fracture her shoulder, humerus, and 3 ribs. Patient required hospitalization and rehab. Patient reported feeling fatigued prior to session. However, the patient had used the treadmill approximately 10 times prior with no issues. Unison, inc., irvine, 92606.